Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
T was reported that the patient¿s caregiver contacted support requesting a replacement luer connector for the insulin delivery system, stating the original connector was lost, and troubleshooting and education were provided with replacement supplies shipped. Symptoms included no reported clinical symptoms and no alerts or alarms. Outcomes included no impact to health and no medical intervention. Investigation included technical support review and user education. Investigation of this case revealed no device malfunction was identified and normal device performance was indicated. It was concluded that the event was related to use error associated with a missing accessory and did not involve a device failure.